Event description:
It was reported that this patients home monitoring system triggered an alert regarding their right ventricular (rv) lead. Upon review, it was found that the rv lead had exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, it was noted that these measurements have been varying over the past six months. Technical services was consulted and recommended further troubleshooting be performed. The rv lead remains in service at this time. No adverse patient effects were reported.